Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the spike connector cover of the transfer set had become separated from the spike during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.